Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming footswitch was replaced to resolve the issue. Unrelated to the reported event, the front panel printed circuit board was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming footswitch. The manufacturer internal reference number is: (B)(4),

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was intermittent laser when using foot switch. Procedure details were not provided. The system was switched out to initiate surgery. There was no patient contact or injury.